Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead, (B)(6) 2010; d314trg implantable pacemaker cardio/defib, (B)(6) 2012, 6947 implantable tachy lead, (B)(6) 2010.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was further reported that the right atrial (ra) and left ventricular (lv) leads were explanted and replaced.

Event description:
It was reported that the patient noted that the device was palpated to be located in the left breast. It was also reported that the right atrial (ra) and left ventricular (lv) leads dislodged due to twiddler¿s syndrome and no capture. Therefore, device re-programming was done and surgical intervention to reposition the ra and lv leads will be scheduled. The device, ra and lv leads remains in use. No patient complications have been reported as a result of this event.